Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was a relationship between the returned device and the reported incident. Visual inspection of the returned controller found no damages or manufacturing abnormalities on the exterior of controller. The returned device was tested using a known good compatible wand; which was found during the testing process, all set points were tested and no voltage outputs were observed. The complaint was verified and the root cause was determined to be due to electronic component failure. Factors that can lead to device non-functional include: 1. A power surge to the controller could have caused internal component damage and result in non-functional on the wands output. 2. A short in a used wand, which could have caused internal component damage to the controller. There were no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during shoulder procedure, the unit was not working. There was no delay in procedure and back-up device was not available. No patient injury or other complications were reported.